Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf impact code f08 captures the reportable event of taking the patient to the intensive care unit (ICU). Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with varicose vein ligation procedure performed on (B)(6) 2023. It was noted that there was no difficulty experienced upon setting up the device. During the procedure, three bands were already deployed from the ligator cap. When the fourth band was deployed, it was stuck and bleeding from the varix was observed. It was reported that the variceal bleeding was triggered by the deployment of the band and the speedband superview super 7 did contribute to the bleeding. The procedure was completed with another speedband superview super 7. The patient was taken to the intensive care unit (ICU) for follow-up, treatment, and observation. The patient was left under observation and was discharged on (B)(6) 2023.